Event description:
Information received by medtronic indicated that the insulin pump had a damaged lip ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the case corner of the belt clip rails near the battery compartment and retainer ring found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment. Cosmetic damage was not confirmed at the retainer ring. (B)(4).